Event description:
Olympus received a medwatch report from the user facility postmarked in 2008 stating that the pt had undergone a loop electrode excision procedure (leep) conization of the cervix one month prior, following the initial admission to the hospital. Attempts were immediately made to control the bleeding and treatment measures were prescribed through the application of silver nitrate, monsel's solution, fibrillar, and cautery on two separate occasions, but were unsuccessful. The pt was then taken to operating room in the same month, for further examination under anesthesia, control of hemostasis and hysteroscopy. Upon examination during a diagnostic hysteroscopy, the cervix and endocervical canal were both noted to have active bleeding. The uterine wall showed normal lining inside the wall, however, one area of clot was noted attached to the back of the uterus. The attention was then shifted to obtain a hemostasis of the cervix. The cervix was coagulated, and sprayed with evicel on exocervix and the endocervical canal only. As the procedure neared its completion and approx one minute following the evicel spray, the pt's heart had stopped. Cardiopulmonary resuscitation ensued and chest x-ray was administered, and revealed copious amounts of air in the left ventricle, aorta, and in the portal venous system region within the liver. The pt also sustained patchy bilateral pulmonary infiltrates with no pneumothorax observed. An open-chest resuscitation with cardiopulmonary bypass followed in an attempt to revive the pt, but the pt was unresponsive and was pronounced dead.

Manufacturer narrative:
The devices referenced in this report were not returned to olympus for investigation. Upon further discussion with the user facility, the risk manager at the user facility have declined to return the olympus devices for further investigation. The users further stated that they have not associated the pt's outcome to any of olympus devices used during the procedure. If the devices are received at a later date and further info is obtained, the report will be supplemented. The cause of the user's experience could not conclusively be determined at this time. This report is being submitted as a medical device report in an abundance of caution. Additional comments: reference one (1) additional MFR number associated with this report: 9610773-2008-00029.